Event description:
After iabp for about twelve hours, the iab leaked. On 6/25/98, the following was reported to datascope: blood was found in the drive line. The iabp was turned off and the iab was removed. It was not possible to insert another iab because the femoral sites were problematic. It was reported that the pt expired the following day on 6/4/98. It was reported that the pt's death was related to the iab event. (Event complications: unk - reported 6/3/98; pt expired on 6/4-reported 6/25) (patient's current status: expired - reported 6/25/98.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located withing an abrasion mark is typical of that produced by calcified plaque during iabp.